Event description:
It was reported that a patient who underwent a spaceoar vue placement developed an abscess. The initial placement looked to be very well-position between the prostate and the rectum. The patient started cyberknife and then started to develop irritative symptoms and perineal pain, flomax was administered. The patient's symptoms were assessed to be possibly related to the radiation treatment. The patient exhibited an elevated white blood cell count and a left shift, prompting the initiation of antibiotic therapy. The patient underwent magnetic resonance imaging (MRI), the MRI showed a small amount of fluid in a walled-off pocket, therefore an abscess was suspected. Due to significant perineal pain, medrol was administered, which improved the symptoms. The radiation oncologist suspected an infection and suggested removing the entire spaceoar vue. The use of a pigtail catheter for drainage and culturing the drainage for targeted antibiotic therapy was also considered.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of infection. Patient code e2330 is being used to capture the reportable event of pain.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of infection. Patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that a patient who underwent a spaceoar vue placement developed an abscess. The initial placement looked to be very well-position between the prostate and the rectum. The patient started cyberknife and then started to develop irritative symptoms and perineal pain, flomax was administered. The patient's symptoms were assessed to be possibly related to the radiation treatment. The patient exhibited an elevated white blood cell count and a left shift, prompting the initiation of antibiotic therapy. The patient underwent magnetic resonance imaging (MRI), the MRI showed a small amount of fluid in a walled-off pocket, therefore an abscess was suspected. Due to significant perineal pain, medrol was administered, which improved the symptoms. The radiation oncologist suspected an infection and suggested removing the entire spaceoar vue. The use of a pigtail catheter for drainage and culturing the drainage for targeted antibiotic therapy was also considered.